Manufacturer narrative:
Additional info has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number. Additional info has been requested.

Event description:
Pt implanted with prodisc-c at levels c4-c5 approximately 14 months prior. Pt complained of facet pain. Pt underwent facet injections. Reportedly, surgeon believed the implant was too big. Implant was removed and pt was fused on (B)(6) 2011.